Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the chevar treatment of an abdominal aortic aneurysm of unknown size. It was reported one day post the index procedure the patient experienced chest pain and was diagnosed with non st elevation mi. The patient received medication and was discharged from hospital 4 days post the index procedure. The cause of the event was determined as having a causal relationship by the sponsor. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was reported to be resolved the investigator assessed the event as not related to the device and unlikely related to the p rocedure. The patient was well at the one month post-op visit.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received;the investigator assessed the event as probably related to the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the event was reassessed by the site to be causally related to the device and procedure. If information is provided in the future, a supplemental report will be issued.